Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in the air hose, safety failure and overheated. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. It was determined that the hole in the cord and the safety failure were due to not operating the disconnect sleeve properly while in use. It was determined that the overheating was due to the motor and flex circuit being heavily corroded from emersion. It was further determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning which is misuse, user error and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.